Event description:
Pt experienced stinging eyes, nose and throat plus tightness in the chest while changing out cidex opa used in customer ultrasonic units. No medical tratment sought. Pt recovered with outside fresh air.